Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been experiencing erratic high blood glucose and low blood glucose. Customer states his blood glucose ranged from 37 mg/dl and 38 mg/dl to 248 mg/dl. Customer states he changed his insulin to apidra and he also works out at the gym. Customer will consult his endocrinologist. Customer was advised to monitor his insulin pump and call back should issue persist. No further information provided.